Event description:
The procedure date for this event is unk. During a ptca procedure, a hole was observed in the hub of maverick2 monorail ptca catheter balloon. The lesion being treated is unk. The procedrue was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.